Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving gablofen (2000 mcg/ml at 507.9 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported subjects family reported increased agitation and insomnia. The parent reported they felt that was due to sinus infection. The patient was treated for constipation in (B)(6) 2016. The patient presented to the clinic on (B)(6) 2016 with continuation of symptoms despite a bowel clean-out and resolution or acute constipation. The symptoms of agitation and insomnia continued. The patient's mother noted the tone remained fairly well controlled. On (B)(6) 2016 the patient presented to the neurosurgery clinic with continued symptoms. A catheter access port (cap) contrast study on (B)(6) 2016 gave results of catheter obstruction, no flow from catheter, unable to aspirate. The device was explanted/replaced on (B)(6) 2016 and disposed of according to biohazard instructions. The clinical diagnosis was baclofen withdrawal. The device diagnosis was catheter occlusion. The event resulted in in-patient hospitalization and an unscheduled clinic or office visit. The outcome was noted as resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and unlikely related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.